Event description:
The patient was hurting real bad last night and when she was peeing, she tried to put the recharge on her and the recharger dropped in the toilet. She has had so many surgeries, disability, her back was just horrible and always in pain. Yesterday she must of overworked herself and she was paying for it. She needed help walking to the bathroom because she could not even walk she was in so much pain. It was thought that she may need to go to the ER last night or this morning if she was not better but she was a little better today. It was noted that the company representative has really helped her a lot and was really great. Anomaly appears to have occurred through product use. It was later reported on (B)(6) 2013 that the patient had not received her new recharger yet and she was concerned because, her ins was almost dead and she was in pain. The recharger was supposed to be sent out yesterday. She was trying to use the ins a little bit at a time so it would last for a while. It was then reported on (B)(6) 2013 that the ins battery became dead on (B)(6) and she was having problems. It was noted that the recharger has been shipped on (B)(6) but has been returned to the shipping company three times.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).